Manufacturer narrative:
Device manufacture date 12/2007. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that all keypad buttons are intermittently unresponsive. There was evidence of keypad adhesive and corrosion found under all button key contacts. Unrelated to the keypad complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported that the keypad buttons have been sticking for the past 6 months. He confirmed that the keypad is intact; denied exposing the pump to water; and stated that he wears the pump on a clip or in his pocket.